Event description:
On (B)(6) 2015 - reportedly, the ICU pt was undergoing continuous renal replacement therapy (crrt). The filter set was reportedly connected to the dialysis femoral access catheter. The venous return line of the filter set was allegedly connected to the light blue venous port of the dialysis access catheter. In each case, there was reportedly a venous disconnection of the filter set and the venous port of the catheter during treatment. Unfortunately, the dialysis catheters involved in the event are not available for analysis, it was discarded by the customer.

Manufacturer narrative:
The device has not been returned to the MFR for eval. As the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.